Manufacturer narrative:
Review of the event logs shows that the device was paired since 2022. A depairing occured on 9-december-2025, while the last communication with back office and logs were on 6-november-2025. No findings were visible. Since the subject device was not returned, the main origin could not be established with certainty. The most probable hypothesis is that a hardware or a sim card failure caused the reported event. This case is retained and utilized for trend purpose.

Event description:
Reportedly, on 9-december-2025, the transmitter is no longer connecting to the server. It displays "no network" despite synchronizing the settings and restarting the device. Even removing and reinserting the sim card does not resolve the issue.